Manufacturer narrative:
Catalog #: cuff 72404130, pump 72404127, balloon 72400024. Expiration date: cuff 03/19/2018, pump 4/24/2019, balloon 3/20/2023. Serial #: cuff (B)(4), pump (B)(4), balloon (B)(4). Gtin (ID): cuff (B)(4), pump (B)(4), balloon (B)(4). Manufacture date: cuff 04/04/2018, pump 05/08/2018, balloon 04/30/2018.

Event description:
It was reported the patient had an artificial urinary sphincter implanted that was left deactivated after implantation. Ten days after the surgery the doctor found the device was active "without previous maneuver." It was reported the patient experienced a "bladder complication" which consisted of "urinary retention and bladder burst." The surgeon performed a cystostomy. The patient's device was not explanted. No further patient complications were reported in relation to this event.

Event description:
It was reported the patient had an artificial urinary sphincter implanted that was left deactivated after implantation. Ten days after the surgery the doctor found the device was active "without previous maneuver." It was reported the patient experienced a "bladder complication" which consisted of "urinary retention and bladder burst." The surgeon performed a cystostomy. The patient's device was not explanted. No further patient complications were reported in relation to this event. It was additionally reported the physician later determined he would replace the patient's pump on (B)(6) 2018 due to a "mechanical failure." The patient was operated on (B)(6) 2018. A cystoscopy was performed and urethral erosion was found. The patient's device was explanted. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Concomitant medical products: catalog #: cuff 72404130, pump 72404127, balloon 72400024. Expiration date: cuff 03/19/2018, pump 4/24/2019, balloon 3/20/2023. Serial #: (B)(4), pump 1000094615, balloon 1000077260. Gtin (ID): cuff 00878953003085, pump 00878953003078, balloon 00878953000626 manufacture date: cuff 04/04/2018, pump 05/08/2018, balloon 04/30/2018.

Event description:
It was reported the patient had an artificial urinary sphincter implanted that was left deactivated after implantation. Ten days after the surgery the doctor found the device was active "without previous maneuver." It was reported the patient experienced a "bladder complication" which consisted of "urinary retention and bladder burst." The surgeon performed a cystostomy. The patient's device was not explanted. No further patient complications were reported in relation to this event. It was additionally reported the physician later determined he would replace the patient's pump on (B)(6) 2018 due to a "mechanical failure." The patient was operated on (B)(6) 2018. A cystoscopy was performed and urethral erosion was found. The patient's device was explanted. No further patient complications were reported in relation to this event. The ams800 device was visually inspected and functionally tested. No leak was found. The control pump and occlusive cuff performed within specifications.